Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. As it is unknown if customer was using ios or android operating system, model no has been provided for android operating system. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to obtain readings while using the adc sensor with the freestyle librelink application. As a result, customer experienced symptoms described as "confused, slow talking," a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who obtained a blood measurement of 2.1 mmol/l and provided customer with "dextro" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Attempted to recreate the user complaint and was able to scan a sensor successfully using a similar configuration. Could not replicate the user complaint from provided information. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to obtain readings while using the adc sensor with the freestyle librelink application. As a result, customer experienced symptoms described as "confused, slow talking," a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who obtained a blood measurement of 2.1 mmol/l and provided customer with "dextro" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.